Manufacturer narrative:
A review of the manufacturing documentation associated with lot cmhp0219 (50231698) presented no issues during the manufacturing process that can be related to the reported event. Phr completed on 18-dec-2023. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tech mentioned prior to using balloon, the dilator on balloon out of package was hard to come off. The tech pulled the balloon wrap tool off with a strong tug. The physician believed this to be the primary issue in hindsight. A 55cm non-cordis sheath was used in the left femoral artery and taken around the aortic arch to the right femoral artery. An unknown .014 wire was used to track past the right anterior tibial artery followed by a 3x220 otw sleek balloon. The balloon was inflated with no visual balloon inflation at nominal pressure (6 atms). The dr. Increased atms to 18 and visualized balloon inflation then immediately atms dropped to 6 atms. Upon deflation, the balloon wouldn¿t deflate. Multiple negative attempts with indeflator 3cc, 20cc and 60cc syringes with no success. The dr. Then cut off the outer hub of the sleek balloon to hope the remaining contrast in the sleek would come out with no success. The dr. Inserted a non-cordis crossing device, a 5fr non-cordis straight glide-cath, and a non-cordis 5f 125cm straight by sliding it on proximal quarter of balloon while in the right ant tib artery. The physician said at this time, the external covering of the sleek came off and was retrieved completely. The balloon lost some inflation but physician not sure to what atm pressure. The dr. A tried buddy wire, using a .035 non-cordis wire beside balloon, at this point the balloon was very minimally inflated, it slid back up to 55cm non-cordis sheath in the right femoral artery. The sheath in leg was then pulled back to left groin with the remaining part of the sleek balloon in the right femoral artery. The long sheath was removed and 6 fr 11cm non-corids sheath was inserted into the left femoral artery. Then with the balloon in right femoral artery, the dr. Cut down and removed the remaining balloon portion. Nothing was left in leg. The patient did well with no problems. Per the physician, the doppler pulses were good in both legs with no issues. The device was stored at room temperature. The device was stored per the instructions for use (IFU). There was no difficulty removing the device from the hoop. It was noted that prior to using the balloon, the dilator on the balloon was hard to come off. The tech pulled the balloon wrap tool off with a strong tug. The device was flushed. The device was able to maintain negative pressure. The lesion was noted to have moderate but soft plaque. The vessel had no tortuosity.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. D3 and f14: zip/postal code: (B)(6).

Event description:
As reported, the tech mentioned prior to using balloon, the dilator on balloon out of package was hard to come off. The tech pulled the balloon wrap tool off with a strong tug. The physician believed this to be the primary issue in hindsight. A 55cm non-cordis sheath was used in the left femoral artery and taken around the aortic arch to the right femoral artery. An unknown .014 wire was used to track past the right anterior tibial artery followed by a 3x220 otw sleek balloon. The balloon was inflated with no visual balloon inflation at nominal pressure (6 atms). The dr. Increased atms to 18 and visualized balloon inflation then immediately atms dropped to 6 atms. Upon deflation, the balloon wouldn¿t deflate. Multiple negative attempts with indeflator 3cc, 20cc and 60cc syringes with no success. The dr. Then cut off the outer hub of the sleek balloon to hope the remaining contrast in the sleek would come out with no success. The dr. Inserted a non-cordis crossing device, a 5fr non-cordis straight glide-cath, and a non-cordis 5f 125cm straight by sliding it on proximal quarter of balloon while in the right ant tib artery. The physician said at this time, the external covering of the sleek came off and was retrieved completely. The balloon lost some inflation but physician not sure to what atm pressure. The dr. A tried buddy wire, using a .035 non-cordis wire beside balloon, at this point the balloon was very minimally inflated, it slid back up to 55cm non-cordis sheath in the right femoral artery. The sheath in leg was then pulled back to left groin with the remaining part of the sleek balloon in the right femoral artery. The long sheath was removed and 6 fr 11cm non-corids sheath was inserted into the left femoral artery. Then with the balloon in right femoral artery, the dr. Cut down and removed the remaining balloon portion. Nothing was left in leg. The patient did well with no problems. Per the physician, the doppler pulses were good in both legs with no issues. The device was stored at room temperature. The device was stored per the instructions for use (IFU). There was no difficulty removing the device from the hoop. It was noted that prior to using the balloon, the dilator on the balloon was hard to come off. The tech pulled the balloon wrap tool off with a strong tug. The device was flushed. The device was able to maintain negative pressure. The lesion was noted to have moderate but soft plaque. The vessel had no tortuosity.

Event description:
As reported, the tech mentioned prior to using balloon, the dilator on balloon out of package was hard to come off. The tech pulled the balloon wrap tool off with a strong tug. The physician believed this to be the primary issue in hindsight. A 55cm non-cordis sheath was used in the left femoral artery and taken around the aortic arch to the right femoral artery. An unknown .014 wire was used to track past the right anterior tibial artery followed by a 3x220 otw sleek balloon. The balloon was inflated with no visual balloon inflation at nominal pressure (6 atms). The dr. Increased atms to 18 and visualized balloon inflation then immediately atms dropped to 6 atms. Upon deflation, the balloon wouldn¿t deflate. Multiple negative attempts with indeflator 3cc, 20cc and 60cc syringes with no success. The dr. Then cut off the outer hub of the sleek balloon to hope the remaining contrast in the sleek would come out with no success. The dr. Inserted a non-cordis crossing device, a 5fr non-cordis straight glide-cath, and a non-cordis 5f 125cm straight by sliding it on proximal quarter of balloon while in the right ant tib artery. The physician said at this time, the external covering of the sleek came off and was retrieved completely. The balloon lost some inflation but physician not sure to what atm pressure. The dr. A tried buddy wire, using a .035 non-cordis wire beside balloon, at this point the balloon was very minimally inflated, it slid back up to 55cm non-cordis sheath in the right femoral artery. The sheath in leg was then pulled back to left groin with the remaining part of the sleek balloon in the right femoral artery. The long sheath was removed and 6 fr 11cm non-corids sheath was inserted into the left femoral artery. Then with the balloon in right femoral artery, the dr. Cut down and removed the remaining balloon portion. Nothing was left in leg. The patient did well with no problems. Per the physician, the doppler pulses were good in both legs with no issues. The device was stored at room temperature. The device was stored per the instructions for use (IFU). There was no difficulty removing the device from the hoop. It was noted that prior to using the balloon, the dilator on the balloon was hard to come off. The tech pulled the balloon wrap tool off with a strong tug. The device was flushed. The device was able to maintain negative pressure. The lesion was noted to have moderate but soft plaque. The vessel had no tortuosity.

Manufacturer narrative:
As reported, the tech mentioned prior to using balloon, the dilator on balloon out of package was hard to come off. The tech pulled the balloon wrap tool off with a strong tug. The physician believed this to be the primary issue in hindsight. A 55cm non-cordis sheath was used in the left femoral artery and taken around the aortic arch to the right femoral artery. An unknown .014 wire was used to track past the right anterior tibial artery followed by a 3 x 220 otw sleek balloon. The balloon was inflated with no visual balloon inflation at nominal pressure (six atms). The dr. Increased atms to 18 and visualized balloon inflation then immediately atms dropped to six atms. Upon deflation, the balloon wouldn¿t deflate. Multiple negative attempts with indeflator 3cc, 20cc and 60cc syringes with no success. The dr. Then cut off the outer hub of the sleek balloon to hope the remaining contrast in the sleek would come out with no success. The dr. Inserted a non-cordis crossing device, a 5fr non-cordis straight glide-cath and a non-cordis 5f 125cm straight by sliding it on proximal quarter of balloon while in the right ant tib artery. The physician said at this time, the external covering of the sleek came off and was retrieved completely. The balloon lost some inflation but physician not sure to what atm pressure. The dr. Tried a buddy wire, using a .035 non-cordis wire beside balloon, at this point the balloon was very minimally inflated, it slid back up to 55cm non-cordis sheath in the right femoral artery. The sheath in leg was then pulled back to left groin with the remaining part of the sleek balloon in the right femoral artery. The long sheath was removed and 6 fr 11cm non-corids sheath was inserted into the left femoral artery. Then with the balloon in right femoral artery, the dr. Cut down and removed the remaining balloon portion. Nothing was left in leg. The patient did well with no problems. Per the physician, the doppler pulses were good in both legs with no issues. The device was stored at room temperature. The device was stored per the instructions for use (IFU). There was no difficulty removing the device from the hoop. It was noted that prior to using the balloon, the dilator on the balloon was hard to come off. The tech pulled the balloon wrap tool off with a strong tug. The device was flushed. The device was able to maintain negative pressure. The lesion was noted to have moderate but soft plaque. The vessel had no tortuosity. The device was returned for analysis. A section of the outer packaging was returned. The lot details on the packaging are correct. The hub print matched the reported lot number. The device was visually inspected under 7.5x-60x magnification by digital microscope camera. The device was severely damaged and was returned in multiple sections. The hub, and the section of outer and inner bonded within the hub, separated from the rest of the device. The break point is located just after the strain relief. The inner was returned in two sections, one measuring 1140mm long and the other measuring 470mm long. The 1140mm section was stretched and bunched along the majority of the inner. The 470mm section was stretched and bunched along the majority of the inner. The outer was completely separated from the rest of the device. The outer measured 1310mm long. Stretching was noted on the outer at the proximal bond. The breaks separating the outer from the rest of the device occurred at the taper point of the balloon and outer, and at the hub. The balloon folded/reversed up over the distal tip. The balloon remained attached only to the distal section of the inner. The balloon broke at proximal taper point. The balloon showed evidence of previous inflation. Biological residue was present on the balloon. Two longitudinal ruptures were also noted on the balloon, adjacent to each other. The ruptures began 22mm from the distal, measuring 54mm. The sleeve was returned and measured 230mm in length. It was damaged at the proximal end (twisted and squashed). A guidewire patency test of the sleek otw device was not performed due to the extent of the damage to the device. The result of the investigation is inconclusive for the reported balloon sleeve removal difficulty, balloon deflation and device difficulty to remove issues. The root cause for the reported balloon sleeve removal difficulty, balloon deflation and device difficulty to remove issues could not be determined based upon the available information received from the field communications and from the device evaluation. The damage to the returned device was user related. It was stated in the entry description that the physician cut the catheter in order to remove it from the patient. A device history record (DHR) review of lot cmhp0219 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/ pouch/box removal difficulty - protective balloon cover¿ ¿balloon deflation difficulty - partial or slow¿ ¿pta/ptca system withdrawal difficulty¿ and ¿pta/ptca system separated¿ were not confirmed due to the conditions of the received device. The device was received in poor condition and cut into several sections as was described in the event description; additionally, functional analysis was unable to be performed or confirmed. The exact cause cannot be determined. Based on the information available for review, it is likely handling of the device and procedural factors contributed to the events reported. Furthermore, stated in the instructions for use, although this is not intended as a mitigation, ¿remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident.¿ additionally, according to the safety information of the instructions for use, ¿visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Prepare a mixture of contrast medium and normal saline as per normal procedure (recommended 25%/75%). Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 ml syringe is recommended. Simultaneously withdraw the dilatation catheter and guidewire from the guiding catheter/sheath. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon, guidewire and the guiding catheter/sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and guiding catheter/sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.